Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should only use the syringes and needle tips that come with your t:slim x2 cartridges.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, customer was using off label syringes. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 255 mg/dl.